Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and two pressure transducer pcbs were replaced in the servo-I. The replaced parts were returned for investigation. The received test log confirmed the reported failure and revealed that the event date is 2020-08-06. The reported failed pressure transducer test during pre-use check was not reproduced during test of the returned pressure transducers pcb in a ventilator. No alarms were generated during ventilation. The pressure transducers pcb was working as expected. The root cause could not be determined since the reported problem could not reproduced.

Event description:
Manufacturer's ref :# 352031.